Manufacturer narrative:
Additional product code: dzj. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during a ssro surgery on (B)(6) 2019, the 2 drill bits (03.505.086) were broken when drilling left side after the right. The surgery was completed and there was no harm to the patient. It was unknown whether there was a surgical delay or not. Concomitant device reported: unknown hand piece (part# unknown, lot# unknown, quantity 1). This is report 2 of 2 for (B)(4).